Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing very painful stimulation in the stomach. X-ray confirmed that leads had migrated. It was also noted that the ipg was hitting the rib and the patient was experiencing pain at the ipg site. The patient underwent a revision procedure wherein the leads and ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively.